Event description:
The facility reported to a largo customer service a pump with a channel that does not work. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "a channel that does not work" was confirmed during product evaluation, finding an inoperative pump head module keypad on channel b. Inspection of the device revealed the condition was caused by a defective phm keypad. To correct this condition, the phm keypad was replaced on channel b. The pump was retested and returned to the customer within specification. This issue is currently being investigated.